Manufacturer narrative:
The subject device was returned to spacelabs for a full evaluation requested by the customer. Spacelabs global technical support (gts) performed verification testing per the product service manual. The device passed all tests, and spacelabs has not been able to reproduce the alleged malfunction. We are continuing our evaluation of the product. We will file a follow up report when our evaluation is concluded.

Event description:
Spacelabs received a report that a spacelabs' portable monitor model 90369 failed to alarm on v-fib during patient transport from pacu to ccu. The nurse observed a flashing asystole alarm on the monitor during the event.